Manufacturer narrative:
(B)(4) follow up emdr for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 2302014, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. The silicone employed in this product is a medial grade and is used during the syringe assembly process in order to help ease the movement of the plunger. Throughout the manufacturing process, force testing and silicone content tests are conducted for each lot. Testing results were reviewed for lot 2302014 and all results were found to be within required limits. Retained samples of the same lot were used for additional evaluation. The products were visually inspected, no issues were observed, the stopper was verified to be properly assembled onto the plunger rod, the plunger moved without issue, and silicone content and breakout force testing verified product met required specifications. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on our investigation, we are not able to determine a root cause related to the manufacturing process at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that the pump occlusion alarm went off while using the bd luer-lok¿ syringe. While filling 50ml drug and put into the syringe, pump gives alarm at 20ml and 20ml residual drug remain in the syringe. Please request what pump they use with this product:- ans:- simtek syringe pump in relation to the verbatim, "while filling 50ml drug and put into the syringe, pump gives alarm at 20ml and 20ml residual drug remain in the syringe"- is the pump alarming the infusion is complete yet 20ml remains in the syringe? Ans:- no, pump stops at 20ml and once nurse staff check that syringe has not delivered full amount. Is there an occlusion alarm ? Ans:- no. Is there any issue they are observing on the device when this is happening? Ans: not such.

Event description:
It was reported that the pump occlusion alarm went off while using the bd luer-lok¿ syringe. This occurred with 60 syringes. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "they were not getting complaint in 50ml precise syringes they said. While filling 50ml drug and put into the syringe, pump gives alarm at 20ml and 20ml residual drug remain in the syringe also while pulling drug from the vial for reconstitution, 50ml plunger comes out and some time black rubber stopper stick to the end of the syringe and detached... 1) please request what pump they use with this product:- ans:- simtek syringe pump 2) can we confirm if there was two incidents of the stopper detaching as we have one other with the exact verbatim. I want to make sure we are capturing the proper amount of incidents and not duplicating:- ans: yes both are different with same issue."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.